Event description:
My name is (B)(6) and in (B)(6) of 2011, I had the essure procedure done. After the procedure I started having excessive bleeding, unk rash, swelling of the ankles, joint pain, and abdominal pain. I talked to doctor about it and the two options she gave me was to start depo or get a hysterectomy. I'm too young to be going through these complications.